Event description:
It was reported that during a lap gastric bypass procedure, tested the device as soon as they started using and got an instrument error code. Would not work. Switched out instrument and it worked. Proceeded without incident and no reported patient consequence.